Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. There was no reported impact to customer's blood glucose. Reportedly, the customer changed the cartridge to address the issue and resumed insulin delivery successfully.